Event description:
Manufacturer received a report from an attorney alleging a wheel on his client's power wheelchair disengaged. This resulted in the user falling and sustaining a dislocated right shoulder. Evaluation by the manufacturer has not been permitted.